Event description:
It was reported that when this cardiac resynchronization therapy pacemaker (crt-p) was interrogated, there was an alert for low voltage and the device was at end of life (eol). The crt-p was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Event description:
Additional information was reported, indicating that this product has been returned and a device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.